Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a white screen during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H3, h6 and h10: the device was received for evaluation. During functional testing, the device was found to have a white screen upon power up. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be extensive damage to multiple internal components. The damage was observed as corrosion from fluid intrusion. The device was not serviced due to the extent of the damage. Should additional relevant information become available, a supplemental report will be submitted.